Event description:
(B)(4). Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 1373 mcg/day; type and lot # unknown). The indication for use was intractable spasticity and a head/brain injury. The patient presented to the emergency room on (B)(6) 2016 with symptoms of itching and a return of spasticity. In an effort to troubleshoot the issue, the pump was interrogated and logs were checked. The logs were normal and no alarms were occurring. The onset of the patient's symptoms was sudden. The doctor was considering what to do next. Information regarding possible troubleshooting was reviewed (dye study, therapeutic bolus). Information regarding the patient's medical history, additional medications taken at the time of the event, cause, actions taken, and outcome of the event was not provided. Should any additional information be received, it will be reported in the form of a follow-up report. On (B)(6) 2016 lfc (hcp): additional information received from the health care professional indicated that the baclofen start date was (B)(6) 2016, ending date was when the pump was removed. Other medications patient was taking; lunesta 3mg, aleve 220mg, diazepam 5mg, fish oil. Patients medical history including allergies; seizure disorder, migraines, depression, head injury, allergy-vancomycin. As an action to resolve the event, the pump was explanted on (B)(6) 2016 and replaced, it was noted that the pump was removed due to an infection ((B)(6)). The patient worked with the primary care provider regarding the itchiness/rash the patient was last seen on (B)(6) 2016, spasms similar to when patient had pump with no itchiness, the itchiness was resolved, spasms was not resolved, patient was unsure if he wanted the pump replaced.

Manufacturer narrative:
Infection was with new pump, see MFR report # 3004209178-2016-19214. Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.